Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient got the ins explanted and a piece of the lead wire and a small piece of metal remained inside them and it caused them to have to have another surgery to have it removed so they could have an MRI, and they had a ruptured surgical disk which it sounds like they believed was caused by this. They only mentioned they had the controller that they can return. Additional information was received from a manufacturer representative (rep). The rep reported that the "ruptured surgical disk" and electrical shocks had nothing to do with the implant (this was the patients neck area). Patient saw a doctor in maine, they told them there was a 15-30% chance that a piece of wire will remain once the wire is removed then they removed the ins. It was not fully removed but patient also knew there was a chance that it could stay in, and a small piece remained in them which is what happened. Patient then saw a neurologist. They needed an MRI and they said they saw 3 things still inside patient and said patient needed to get the lead wire out before they did the MRI, and they removed all three: 1) a piece of the lead wire (thinner than a hair), a nodule of metal (smaller than a pin head) and there was also a piece of plastic (this was from when the original ins was put in, patient said it had to have broke off but they didn¿t know about it until hcp saw it. Patient had the ins and all 3 items found inside her removed, so that part has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1r8aq implanted: (B)(6) 2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1r8aq, ubd: 10-may-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.